Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was post-surgical pain that was occurring daily. There was no trauma or fall that could be related to this issue. It was related to positional movement. The patient had pain when she was sitting or if her back touched the back of the chair when sitting. The patient had a post-op follow up visit in 2 weeks. There was blood on the bandage and extreme pain when sitting or if anything touched or bumped the implantable neurostimulator (ins) site. The symptoms occurred suddenly since implant, (B)(6) 2016. It was noted that the patient was getting effective therapy. A healthcare professional (hcp) later reported that the patient was supposed to return to the office for an incision check and was told to come to her appointment on (B)(6) 2016. The patient was seen on (B)(6) 2016. The patient applied ice to the incision to decrease inflammation around the incision site. The patient was started on cipro because the incision was red and warm to the touch.

Event description:
Additional information received from the healthcare provider (hcp) reported that the pain and blood on the bandage had been resolved using antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.